Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced epidural bleeding, required hospitalization, and underwent surgery explanting the trial leads. The product was explanted and subsequently discarded. The issue was resolved. Additional information was received from manufacturer representative (rep) who reported the device was not related to the surgery or epidural bleeding. They reported patient had pain with this. They reported the issue is now resolved and the patient is doing well. Additional information was received from manufacturer representative (rep) who reported the cause of the epidural bleeding was likely due to the steering of the lead when in the epidural space. Rep reported that the issue is now resolved.